Manufacturer narrative:
(B)(4). Per correspondence received, the sales and service unit (ssu) technician tested the unit and the error could not be replicated. Reference: complaint (B)(4).

Event description:
On (B)(6) 2013, three rotaflow device was received for a presentation in (B)(6), for (B)(6) hospital and it was identified that rotaflow system (console sn: (B)(4) and drive unit sn:(B)(4)) was displaying error head several times. According to the complainant, the error occurred when the revolutions were turned down to zero and when the pump was removed from the drive unit to check the accuracy of the sensor for the detection of bubbles. A forced shut down of the device was performed to undo the mistake. The error occurred a couple of times (exact number not available). At the lecture were representatives and sellers from maquet (B)(4) who witnessed those errors. Reference: complaint (B)(4).